Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer had low blood glucose. The customer started on her insulin pump today and blood glucose dropped to 38 mg/dl. The customer treated with fruit juice. Customer was advised by trainer to contact us if her blood glucose was below 70 mg/dl. Customer declined troubleshooting. Customer current blood glucose was 65 mg/dl. Advised customer to monitor and proceed as needed.